Manufacturer narrative:
(B)(4). Concomitant medical products: persona posterior stabilized femoral component, catalog #: 42500606602, lot #: 62701774; persona fixed bearing articular surface, catalog #: 42521400910, lot #: 62064336; nexgen trabecular metal standard patella, catalog #: 00587806535, lot #: 62602728. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03090, 3007963827-2018-00093. Remains implanted.

Event description:
It was reported that the patient is experiencing loosening and popping in the knee. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed by provided patient operative and medical historical notes. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. It is known loosening is a known inherent risk of total knee arthroplasty. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.